Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nanocross pta balloon catheter device was used to treat a lesion in the anterior tibial artery. Reportedly, the device was inspected with no issues noted and the IFU was followed before, during and after the procedure. It was reported that the device was past its expiry date when it was used. The physician completed the procedure successfully and no patient injury was reported.